Manufacturer narrative:
Physio-control downloaded the electronic patient record from the device for review. Physio observed that the device did power off, then on again, three times in a row during the event. The cause of which could not be determined. As a precaution, physio-control replaced the system pcb assembly. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event their device cycled power by itself three (3) times. The patient, a male in his early (B)(6) had gone into cardiac arrest. Medical personnel arrived on scene and began providing care to the patient, including multiple shocks from their device. Following the second shock delivered to the patient, the device powered itself off, then on again, three times in a row. Following the 3rd power cycle, the device remained powered on for the duration of the event with no further discrepancies observed. The patient survived the event and there were no adverse effects reported as a result of the reported issue.